Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture with a right side baker grade ii" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported "capsular contracture with a right-side baker grade ii" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.